Event description:
The user facility reported that the angio-seal device involved was used on a patient who developed a hematoma that was found after ten hours. Patient condition was reported to have minor harm.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved was used on a patient who developed a hematoma that was found after ten hours. Patient condition was reported to have minor harm.

Manufacturer narrative:
A2: date of birth: born 1941. E1: phone number: (B)(6). This report is being submitted as follow up no. 1 to provide additional information to section a, section b5, section d10, to update section e1, to correct section g1, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 12 jan 2022: the procedure performed prior to use of the closure device was a left anterior descending (lad) occlusion. The sheath size used was 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was in stable condition. Hemostasis was achieved by using the involved angio-seal. The patient does not have a history of a bleeding disorder. There were not multiple sticks performed to gain arterial access. The puncture site was not considered a high stick, it was above the inguinal ligament or the inferior epigastric artery. The patient was not given any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. There was no testing performed to diagnose the bleeding. There was no medical or surgical intervention performed to treat the hematoma.